Event description:
It was reported that during a posterior tlif, level l4-s1 the scrub tech went to load a 7.0 mm ti matrix polyaxial screw, and noticed the bottom three threads looked frayed. Scrub tech selected another screw and the procedure was completed. There was no patient involvement.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed that the condition of the returned product shows damage to the bone threads of the screw. Some threads are sheered away and others have been broken forming burrs on the thread. The minor diameter shows wear marks not consistent with manufacturing. Since the thread profile could not be inspected due to the damage to the threads, the complaint is considered indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).